Event description:
The pharmacy reports the customer's son-in-law states the lancet is not retracting on the softclix system. No pt injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped.